Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During preparation of the port placement procedure, the guidewire was allegedly broken when the package was opened. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one straight tip guidewire in a guidewire hoop was returned for evaluation. Visual and microscopic were performed on the returned device. A complete circumferential break was noted on the distal portion of the first segment of the guidewire straighter. The edges were noted to be uneven. A complete circumferential break on the distal portion of the second segment guidewire straighter (distal tip). The edges were noted to be uneven. Both surfaces were noted to be granular. What appeared to be small amounts of adhesive, were also noted on both surfaces. The manufacturing evaluation site states, inspection of the images showed a straight tip guidewire in a guidewire hoop, fracture was observed in the distal portion of the guide wire straightener, the edges at the circumferential break were observed to be irregular, no anomalies was observed on visual inspection of the guidewire. Therefore, the investigation is confirmed for the reported fracture, device damaged prior to use and identified material separation issue. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During preparation of the port placement procedure, the guidewire was allegedly broken when the package was opened. There was no patient contact.